Event description:
Distributor representative reported a cerebrospinal fluid (csf) leak following a spinal procedure in which duraseal was used. Patient underwent an intramedullar cervical spine procedure to remove a tumor. Patient was re-operated the next day to repair the leak. Following re-operation, patient recovered without further incident.

Manufacturer narrative:
A csf leak was reported following a spinal procedure in which duraseal was used. A re-operation was done the next day to repair the csf leak. Following re-operation, patient recovered without further incident. As described in the duraseal instructions for use (IFU), supplied with the product shipped to europe: "duraseal is intended for use as an adjunct to standard methods of repair, such as sutures, to provide a watertight closure." From the clinical studies cited by the IFU: "...the incidence of postoperative overt csf leaks was 2.5%. These findings compare favorably to that reported in the literature (generally 10.6%)."